Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (unknown dose and concentration) via an implantable pump for malignant pain and other carcinoma. It was reported late yesterday ((B)(6) 2019) the patient came into the hospital with opioid overdose symptoms and the patient was almost intubated. The hcp stated that that the patient was stable now and they would like to know the dose of the drug the patient gets and if the pump was malfunctioning. It was noted that they thought the pump was malfunctioning and would like a manufacturer representative (rep) to come out and confirm if it was malfunctioning or not. It was reviewed we do not have that information and that a programmer would be needed. Emergency procedures were faxed. The hcp was unable to get ahold of the patient's managing physician. The event date was (B)(6) 2019. No further complications were reported/anticipated.